Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. Visual inspection noted that one nasogastric statlock was received with the original package. Visual evaluation noted that the adhesive had protection was not on the returned pad, and therefore the pad had adhered to the exterior package. It appears that due to the pad adhering to the inside of the package, the force used to open the exterior package ended up splitting the two layers of the statlock apart. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to the selected liner has low release value. The product was not used for the treatment or diagnosis. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure.

Event description:
It was reported that there was no core in the statlock and the tape was in pieces after opening the package. The event like this happened a lot. Per follow up received via ibc on 25sep2020, it seemed that there was no retainer and the tape was off.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. Visual inspection noted that one nasogastric statlock was received with the original package. Visual evaluation noted that the adhesive had protection was not on the returned pad, and therefore the pad had adhered to the exterior package. It appears that due to the pad adhering to the inside of the package, the force used to open the exterior package ended up splitting the two layers of the statlock apart. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to the selected liner has low release value. The product was not used for the treatment or diagnosis. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure.

Event description:
It was reported that there was no core in the statlock and the tape was in pieces after opening the package. The event like this happened a lot. Per follow up received via ibc on (B)(6) 2020, it seemed that there was no retainer and the tape was off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no core in the statlock, and the tape was in pieces after opening the package. The events like this happened a lot. Per follow up received via ibc on 25sep2020,it seemed that there was no retainer, and the tape was off